Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was hospitalized for diabetic ketoacidosis with a blood glucose of 570 mg/dl and severe vomiting. The reporter stated that the health care provider at the hospital made adjustments to the pump settings. The reporter indicated that the event was not a pump related issue. The reporter indicated that the patient's health care provider at school was not properly bolusing the patient all year long. The reporter also indicated that there were other factors including menses and puberty that may have been affecting the patient. The reporter also indicated that the patient was very stressed at school. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that the pump emitted multiple replace battery alarms on (B)(4) 2013 prior to cessation of basal delivery at 2:23 pm. Insulin delivery totals correctly reflected programmed values. Unrelated to the event the pump was unable to be exercised for 24 hours due to short battery life. The pump does properly alarm when a discharged battery is inserted into the pump. The pump was opened and no issues were found with the power circuit.